Event description:
This patient in july, 1980 had surgitek silicone gel implants placed. Three years later she developed fatigue, myalgias, chest discomfort, dry eyes, dry mouth and vagina with memory difficulties. She had a bilateral capulectomy with removal of the implants. The left implant ws found to be sticky. The right implant was found to be intact and non-stickydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: unanticipated. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.